Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged claim of lost data. The investigation in process.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00184) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1, e2, e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00184) submitted in 2016 did not go through correctly. It was reported that the cardiac examination was not possible to start due to different patient information with the same patient ID. The only way was to register the patient manually with a different patient ID. The user claimed that this is a lot of work. Reportedly, the customer does not want to delete old examinations. It is also not possible to delete patient/examination on the same day but have to wait 24 hours to delete the existing patient/examination stored in the local database. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the complaint of the customer not wanting do delete old exams on the sc2000 ultrasound system was investigated. Review of the complaint determined that the system is working as specified. It is an expected behavior in this specific software release for sc2000, which will prompt the user with a pop-up message when starting a second exam with same patient ID, but different name. An enhancement request was provided to the product development team for consideration in future releases and/or products.